Event description:
It is reported that the pt was inserted a PICC line through left basilic vein on (B)(6) 2012, for the chemotherapy of breast cancer. The whole implantation process went smoothly and the catheter was placed into body for 50 cm, with its tip location at t6 level. However, the nurse found oversleeve portion leaking on (B)(6). After replace a new connector, the nurse did regular maintenance. At 3 pm of (B)(6), the nurse only found the connector outside the body and x-ray shows that broken catheter staying in the right atrium. At last, the missing catheter was taken out with the help of ir on (B)(6) 2012.

Manufacturer narrative:
This complaint is confirmed. The complaint sample was returned in two sections. The proximal section contains the assembled 4 fr two piece connector. The distal section contains a loose section of 4 fr groshong catheter tubing. The catheter has been tied into a knot. The location of the knot in the tubing is located at the 49 cm depth marker. The two piece connector was separated and the distal connector was split apart with a knife from the lab. The compression ring was found seated in its correct assembly position. A cross sectional view of the distal connector was observed under 10x magnification. It shows the compression ring seated distal to its tapered seat. This ID due to the locking mechanism of the proximal connector at assembly. Prior to assembly, the compression ring is seated proximal to the taper bore. The proximal end of the catheter was observed under magnification. No assembly deformation was observed at the proximal end of the tubing. No manufacturing defects were obtained with the complaint sample. According to the product IFU, "retrieve the oversleeve portion of the connector and advance it over the end of the catheter. If you feel you have some resistance while advancing the oversleeve, gently twist back and forth or spin to ease its passage over the catheter. Gently advance the catheter onto the connector blunt until it butts up against the colored plastic body. The catheter was should lie flat on the blunt without any kinks. With a straight motion, slide the oversleeve portion of the connector and the winged portion of the connector, aligning the grooves on the oversleeve portion of the connector with the barbs on the winged portion of the connector." This may be a user technique issue. A lot history review (lhr) of rev10241 showed no other similar product complaint(s) from this lot number.